Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the stapler was partially fired. The surgeon squeezed the handle, and the device got stuck and stopped moving during firing. There was no patient injury.